Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant result when using the cobas® sars-cov-2 & influenza a/b test (scfa) assay for use on the cobas® liat® system. The customer reported that on (B)(6) 2021, the initial test sample performed with the cobas® liat® serial number (B)(4), lot 11018x was sars-cov-2 and influenza a positive, influenza b negative. On (B)(6) 2021, a 1st repeat of the same sample using an alternate cobas® liat®, was influenza a positive, sars-cov-2 and influenza b negative. Subsequently, a second repeat of the same sample using the simplexa platform for covid only was sars-cov-2 negative. The results were not reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Review of the data provided for liat 12036 showed that on (B)(6) 2021, 06:16am, run 2429, influenza a positive CT=13.7, influenza b negative, sars-cov-2 positive CT=36.2 which is at the limit of detection (lod) indicating a low titer sample where results can waiver on repeat testing. No curve abnormalities are noted. To note: the sample just beforehand, run 2428 indicated a strong positive sars-cov-2 result. It may be possible that a cross-contamination occur during specimen sampling, handling, processing with the alleged sample. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test (scfa) for the liat system and the diasorin simplexa® covid-19 assay. The lod for diasorin simplexa assay is claimed at 500 copies/ml or 6,000 ndu/ml as per the assay package insert. The scfa package insert indicates that the cobas® sars-cov-2 lod is 0.012 tcid50/ml (12 copies/ml) indicating it is a much more sensitive test. As such, results with one assay may not be reproducible with a different assay. Further investigation was performed to rule out a product quality issue, no trend was identified for the scfa lot 11011u. The root cause for the discrepancy observed, is most likely due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. Conclusion, no systematic issue was observed and no product problem was found. (B)(4).